Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as hive-like under the front therapy pad. There was no alleged device malfunction contributing to the rash. The patient¿s physician advised removing the device for the rash. Outcome of the rash is unknown as follow up attempts were unsuccessful.